Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 09-oct-2015: despite follow up attempts, no further information was obtained. (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to female patient, who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain namely bottom right (the event uterus extirpation was deleted). This event was considered serious due medical importance and listed in the reference safety information for essure. Abdominal pain may occur with essure therapy. In this case, patient had an uterus extirpation. No alternative explanation was available. Given the event's nature, causality between the reported event and suspected insert cannot be excluded. Due to required intervention, this case is regarded as incident. Additionally, non-serious event was added. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician reported that recently he did an uterus extirpation in a patient with complaints. The pathologist was still working on further analysis. The patient was sterilized elsewhere and reporter did not have lot number. Follow up information received on 16-jul-2015 from physician: the patient was (B)(6) at time of the report. She had essure devices inserted in 2010. The physician reported this patient had concrements on both devices. The patient complained of abdominal pain namely bottom right. On (B)(6) 2015, essure was removed. The physician mentioned that it appears the patient recovered after essure removal however he stated that was still a little bit short for follow up. Follow-up from 03-aug-2015: ptc (product technical complaint) was received. (B)(4). Final assessment: based upon review of the submitted photos, it is very difficult to determine the exact identity of the white deposit material. It is likely the white deposit material is tissue from the uterine cavity which has attached to the insert. It is very unlikely this substance is an artifact from the manufacturing process. Since no product has been returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the microinsert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. . Medical assessment: this ptc was initiated due to a product technical issue. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to female patient, who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain namely bottom right (the event uterus extirpation was deleted). This event was considered serious due medical importance and listed in the reference safety information for essure. Abdominal pain may occur with essure therapy. In this case, patient had an uterus extirpation. No alternative explanation was available. Given the event's nature, causality between the reported event and suspected insert cannot be excluded. Due to required intervention, this case is regarded as incident. Additionally, non-serious event was added. Further information (event outcome) has been requested. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.